Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence with multiple cartridges. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer performed a supply change resolving the occlusion. It was also reported that the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided. Cause of elevated bg was unknown. Customer delivered a correction bolus via the pump to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issues; however, no response was received from the customer.